Event description:
During an oral surgical procedure, the pt sustained a 1.5 cm x 1.5 cm thermal burn on the upper right tip due to the handpiece overheating. Osteomed's universal straight drill was used by a surgeon.